Event description:
Caller reported an issue with continuously removing air from the cartridge during the air removal step of the load process. There was no adverse impact to the customer's blood glucose level. Caller was advised by customer support that the white septum on the t:slim cartridge was not designed for multiple punctures and was instructed to load a new cartridge. After receiving guidance on the proper air removal process, the caller was able to successfully load a new cartridge and resume insulin delivery.